Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Visual inspection was able to confirm the reported event. The inflation line was detached from the pilot balloon. Root cause was unable to be determined due to the nature of the reported event. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product.

Event description:
It was reported that three days after the customer started to use the product, they noticed the cuff would not be inflated. The trach was changed out to resolve the reported event. There was no patient injury reported.